Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located at the moderately calcified unspecified artery. A 2.00 mm x 15 mm emerge balloon catheter was used to treat the target lesion. However upon first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR :the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).